Event description:
The customer reported that approximately three hours after gastric sleeve surgery, the patient had internal bleeding from a sealed area requiring a return to surgery. Blood clots were clean from the patient cavity and the seal was repaired. The amount of blood loss is unknown but the patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). The site had indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.